Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported break was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the graftmaster coronary stent graft system instructions for use (IFU), states: the graftmaster is a balloon-expandable pre-mounted coronary stent graft for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. The IFU deviation does not appear to have contributed to the reported event. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented emergently. The graftmaster stent was used to treat a dissection with active bleeding that occurred in a calcified and thin lesion from the use of an unspecified device. Reportedly, the graftmaster met anatomical resistance, failed to cross the lesion and broke. The procedure was not completed and sometime after the procedure, the patient died. The physician stated that the graftmaster stent system did not cause or contribute to the patient death. The patient presented emergently and died from old age. No additional information was provided.